Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilitation catheter noted blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was tightly folded. There was no damage noted to the balloon catheter. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. An indeflator, filled with water, was used in an attempt to inflate the balloon but the balloon would not inflate. After the balloon catheter was left pressurized overnight to dissolve any contrast in the inflation lumen, the balloon was inflated to the rated burst pressure (rbp) with no damage noted. The indeflator was filled with grastrografin diluted 1:1 with water then inflated the balloon to rbp and measured the inflation and deflation times, which met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use, materials required section, that the contrast is 60 percent contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon unable to inflate. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
Reportedly when the physician tried to post dilate a xience stent implanted to treat a lesion located in the left anterior descending artery with no tortuosity and no calcification, the nc trek balloon would not inflate. The nc trek balloon was withdrawn without further incident and another nc trek of the same size, same lot, was used for post dilatation. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.